Manufacturer narrative:
Physio-control observed during the evaluation of the customer's device, that the device was unable to deliver a defibrillation shock. Physio observed that the white energy capacitor wire was disconnected from spade jack connector, designator j18. When the capacitor wire was reconnected, proper operation was observed. Physio determined that the cause of this issue was due to an incorrect gap setting during manufacturing. The capacitor wire receptacle measured a gap of .034 inch, whereas the thickness of the terminal was .026 inch. The gap difference caused the capacitor wire to come loose with vibration. The device was archived and the customer was sent a replacement.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver a defibrillation shock. There was no patient use associated with the reported event.